Event description:
Customer is claiming a pt died on this unit. Customer claims the ventilator stopped working on the pt with no alarms and because of this the pt died. Service dept claims sometimes the unit will not power-up and when it does the screen keeps on re-booting itself, no alarms and no gas delivery. The service dept was working on 2 units from the same customer. The customer needed one of these units up and running. The turbine pcb from this unit, was removed to correct the problems with the other unit. Unit is coming back for evaluation.